Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a girls sibling recently got vns 3 months ago and everything was great until this month. She states that their seizures have spiked and they have been having seizures just about every week. They currently take medication. She states they aren't sure what else to do at this point but feel at loss that it¿s not working and they need positivity for their family. No additional relevant information has been received to date.